Manufacturer narrative:
(B)(4) may be removed. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor's medical assistant: the patient was seen in the office (B)(6) 2017 and the trial was ended. The patient had a successful trial with results better than 50% and is scheduled for upcoming implant (B)(6). No paralysis was observed/noted by the hcp on (B)(6) 2017 (date after initial report) and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient had pain on their left side and that they felt their left leg was paralyzed on the left side. Additional information was received from a manufacturer representative speaking on behalf of the health care physician (hcp) that the hcp did not have any knowledge of the patient¿s feeling that their left leg was paralyzed and was not notified of the issue. There were no further complications reported/anticipated.

Manufacturer narrative:
Patient weight has been added. It was omitted from initial report. If information is provided in the future, a supplemental report will be issued.